Manufacturer narrative:
Investigation summary: four picture samples along with lot number 1707102 were provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1707102 that may have contributed to the reported incident. Investigation conclusion: through visual inspection of the picture samples, leakage was observed as the vial was stained with the drug, however, it was not possible evaluate all components of the vial and protector through the picture samples alone. Three retained samples of the same lot number were obtained from the manufacturing facility for investigation. Visual inspection of the retained samples did not reveal any defects. The retained samples were connected to vials using the m12 assembly fixture. The retained samples properly fitted the vials and no signs of leakage were observed during liquid withdrawal. Root cause description: based on the investigation results, an exact cause could not be determined for this incident. It is recommended that the m12 assembly fixture is used to ensure the proper connection of the protector products. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that a bd phaseal¿ protector (p14) leaked from the stopper. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector (p14) leaked from the stopper. There was no report of exposure, serious injury, or medical intervention.